Event description:
It was reported that customer experienced continuous glucose monitor error and could not continue sensor use. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received step-by-step guidance to reset pump, performed pump reset, confirmed error did not reappear, and successfully started new sensor session, with no additional actions required.